Event description:
It was reported that the patient experienced no stimulation sensation after implant. The lead impedance measurements were greater than 3600 ohms. It was revealed that the extension was inadvertently overlooked. The lead was directly connected to the neurostimulator. The patient was brought back into surgery and the lead was connected to the extension, extension to neurostimulator. The lead impedance measurements were fine and the patient received great coverage in the correct areas. The issue was resolved.